Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. H6. Visual examination of the provided photos show that the needle is bent and fractured at the tip. As no product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign : japan. The customer reported that they couldn't determine which lot number is the correct lot number. Only one device is being reported on but below are the two possible lots. Below is for sections d4 and h4: d4: pn cm-9011 quattro suture passer needle ln 77519-1. UDI: (B)(4). Expiration date: sep 11, 2023. H4: manufacturing date: sep 11, 2020. D4: pn cm-9011 quattro suture passer needle ln 65614236 UDI: (B)(4). Expiration date: oct 4, 2025. H4: manufacturing date: oct 4, 2022. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of needle was fractured during use, and the surgery was finished without removing the fractured piece of needle. The fractured piece of needle remains in the patient's body. Attempts have been made and additional information on the reported event is unavailable at this time.